Event description:
On 06-jun-2025, abbott point of care was contacted by a customer regarding I-stat crea cartridges that yielded a suspected discrepant creatinine results on a (B)(6) year old female patient who had been having treatment for decompensated heart failure, with meds changes. Regular renal bloods needed during this period. There was no additional patient information at the time of this report. There was no test times, no patient information, nor details surrounding the event at the time of this report. There was no product information lot information. Method result sample alinity 484 umol/l a lab 157 umol/l ni there are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 10-jul-2025. The customer observed unexpected creatinine results when testing patient samples with an unknown crea cartridge lot as compared to a lab analyzer. Multiple attempts were made to obtain the lot number from the customer or from shipping records but were unsuccessful. Searches of quality system processes (quality records (qrs), stability, and complaints) show no indication of related performance issues identified with unexpected creatinine results during the timeframe of this incident. No deficiency has been identified.